Event description:
It was reported that this pacemaker exhibited an incorrect function. The boston scientific technical services consultant referred the patient to the clinic for further discussion. As of this time, this pacemaker remains in service. No adverse patient effects were reported.